Event description:
It was reported that at the time of implant, the atrial lead performed to expectations; however, after breaking the sterile field, a device check indicated that the atrial lead thresholds were very high and inconsistent. Four hours later, the device rate needed to be increased as the patient was hypotensive. An echocardiogram indicated a pericardial effusion due to a lead perforation. A pericardiocentesis was performed and afterward the lead thresholds were lowered. The following day, the lead¿s sensing was diminished and the thresholds were high again. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).